Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using a cadd® cadd-legacy® plus pump, the patient woke up with migraines and hot flashes. The patient reported that the alarm didn't trigger during a perfusion. When the pump finally alarmed, there was no message displayed. The patient estimates there were 9.6 hours without medication. A nurse was called urgently and placed a new cassette and changed the pump. No other adverse health outcomes were reported.

Manufacturer narrative:
One pump was returned for investigation of delivery accuracy. Investigation consisted of visual inspection, pump function/accuracy testing and event log review. Visual inspection found the pump in good condition. The pump does not have evidence of fluid ingression or damage. The pump passed functional and delivery accuracy testing within manufacturing specification. Occurrence date, medication and programing parameters for the stated issue were not provided. Without the basic programing values, it is not possible to verify the customer event. Investigation of the pump found that the pump performed as programed, without errors and within manufacturing specification.